Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 10 months. As reported, the patient underwent re-do sternotomy to explant the sapien 3 valve and non-edwards surgical valve. The sapein valve was removed without any injury. The sapien valve on explant was stated as having normal leaflets, but incompletely expanded with no significant scarring or abnormalities. A 25mm edwards surgical valve was implanted. The patient went into cardiogenic shock and a ventricular assist device was placed. The patient also went into acute renal failure and a dialysis catheter was placed. The patient expired. The cause of death was listed as cardiogenic shock, metabolic acidosis, renal failure, chronic chf and liver failure post surgery.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve explant was confirmed from the medical record. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. Per the medical record review, the sapien valve on explant was stated as having normal leaflets, but incompletely expanded with no significant scarring or abnormalities. However, the reason for explanting the valve approximately 1 year and 10 months post-implant is unknown. While an under-expanded valve can potentially impact the device performance, no associated symptoms were reported (e.g. Increased gradients, regurgitation). It is also possible that the explant was related to patient factors and co-morbidities. Due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.